Manufacturer narrative:
(B)(4). Twelve packages were received for analysis and were visually inspected. All twelve packages had holes confirmed on the top stock, bottom stock or in both packaging materials for some packages. There were impression marks on the packages made by the devices indicating that the packages experienced a significant compression force, possibly while still in the full sales unit carton configuration. The damage seen on the sample devices also supports the assessment the team made regarding application of a compressive force. Multiple samples exhibited device tips which punctured through the protective cap placed on the tip of the device and the same devices also punctured through the packaging. The holes seen in the samples were a result of the device tips puncturing through the different layers of the packages. When the packages were stacked in the same orientation as they would be oriented inside a sales unit carton, it was possible to see that the force applied to the packages may have occurred while they were inside a sales unit carton since the damage on the packages alternates on the packages in the same fashion as the stack; however, no sales unit carton was returned to ascertain the condition of the carton and conclusively determine if the damage seen occurred while the packages were inside sales unit cartons or not. The dirt and wear marks on the packages indicate that the individual packages may have been stored outside of the sales unit carton at some point. Based on the condition of the packages and the potential force that would be required to puncture through the device tips and multiple layers of package material, the team has determined that the damage most likely occurred after the product left the packaging facility and may be due to external mishandling. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during an unknown case, the shaft was bent on the device. There was a hole in the packaging that was noticed after the device was opened. The device was not used on the patient. Second device was opened and the case was complete with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.